Event description:
Medical record received. Plaintiff had a left total hip arthroplasty on (B)(6) 2006 due to advanced avascular necrosis of the hip. Plaintiff underwent a left revision total hip arthroplasty on (B)(6) 2022 due to sudden severe pain while lifting and twisting and found to have a fracture of pubic root and ischium that appeared related to metallosis and osteolysis associated with an old metal-metal bearing surface. Serum metal ion testing revealed increased cobalt and chromium consistent with metallosis. Doi: (B)(6) 2006. Dor:(B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Medical records were received: on (B)(6) 2006 the patient had a left total hip arthroplasty to address avascular necrosis. It was noted that the surgeon observed that the patient had fractured a portion of the superior posterior lip of the acetabulum. Depuy components were implanted during this procedure. (Page 1 of 50). (B)(6) 2022, lab results show cobalt, plasma 31.8 ug/l and chromium, plasma 36.2 ug/l. On (B)(6) 2022, the patient had a left revision total hip arthroplasty to address failed left total hip arthroplasty. The indications for surgery include pain, fracture of the pubic root and ischium that appear related to metallosis and osteolysis. The cup and stem appeared to be well-fixed. During the procedure, the surgeon observed extensive gray-black staining throughout the hip, severe lytic material behind and in front of cup, and fretting corrosion on both the head and liner. Depuy metal head and liner were removed, depuy poly liner and ceramic femoral head were placed. (Page 27 of 50). (B)(4). (B)(6) 2024, the patient is noted to have had continued pain since their surgery, and chromium level remains elevated. Radiographs are reported to show left hip prosthesis closed fracture of the left pelvis with nonunion, ailed total hip arthroplasty, chronic pain and rheumatoid arthritis. The surgeon discussed that a left revision tha with orif pelvic ring fracture nonunion with possible left hip adductor release is required.